Event description:
Customer alleged the support under the seat snapped. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumers preexisting medical condition is stated as difficulty in standing due to dx 728.85, muscle spasm. The consumer's medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer is working with dealer to replace the shower chair.